Manufacturer narrative:
(B)(4). One endobronchial tube was returned for evaluation. Visual inspection and performance testing was performed, and the device was found to function as intended. The customer reported malfunction could not be verified on the returned sample.

Event description:
It was reported that during testing prior to use, the nurse inflated the endobronchial tube cuff, but was unable to deflate it. There was no patient involvement.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).